Event description:
It was reported that the intellivue x3 was displaying a "speaker malfunction" error. It was unknown if the device was emitting sound at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customers clinical engineer and advised them to remove/reseat the battery from the x3 and restart it to resolve the issue. It was unknown if the device was emitting sound at the time of the event. The device was operational after restart. Reporting institution phone # (B)(6). Reporter phone # (B)(6).